Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 11-107017, freedom constr hd 36 mm t1 -3 mm, 564380. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient had a revision procedure thirteen days post-implantation due to disassociation of the liner from the cup. It was reported soft tissue may have prevented the liner from engaging with the cup. Attempts to obtain additional information have been made; however, no more is available.